Manufacturer narrative:
(B)(4). Additional attempts to obtain information and the device have been made. A supplemental report will be submitted with new details if they become available.

Event description:
According to the reporter, during a lap nissan, the device kept dropping the needles after being toggled. 3 were tried during the case and the surgeon abandoned the product and finished sewing laparoscopically. Upon arriving the next day to see another procedure with the device being used it was discovered they had 3 more handles from previous cases that had the same problem and were dropping the needles when toggled. Current patient status is fine. No device fragments fell into the patient cavity.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. No visual abnormalities were noted. The needle was not received. The jaw gap was measured and met specification. No witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle were noted for the device, indicating proper alignment of the jaws when toggling the needle. A pmv needle was loaded onto the instrument. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. The needle was loaded and unloaded onto the instrument without difficulty. No difficulty was experienced in loading, unloading, or toggling the needle. A review of the device history record indicates this device lot number was released meeting all quality release specifications at the time of manufacture. The file was concluded to be tested satisfactorily. Should new information become available, the file will be re-opened and reassessed at that time. (B)(4). Additional information: date received by MFR, type of reports, if follow-up, what type?, device evaluated by MFR?, evaluation codes.